Event description:
A transcatheter pulmonic valve replacement procedure took place to repair a failed 26mm trifecta valve. The valve was failing due to pulmonic regurgitation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).